Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have experienced high blood glucose readings and possible over delivery anomaly. The customer's blood glucose reading was in the 400's mg/dl. The customer mentioned that a bolus was not recorded in the bolus history. The customer did not mentioned motor position encoder error in the alarm history. The customer declined to troubleshoot for delivery and low battery. The insulin pump will not be returned for analysis.